Event description:
A peritoneal dialysis pt called in about fluid leaking in the cassette door of her cycler. The fluid was noticed as being from her prior treatment. There is no report of pt ill effect. There is no sample available for evaluation.